Manufacturer narrative:
Email - (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "informed that patient has rupture on the right breast, reports that the patient started to feel the symptoms in november, with pain and inflammation in the right breast." Th event of " small oval images on the breasts, suggestive of cysts" is not device related. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified . Lot number in the patch: 2908807. Observed broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported right side "informed that patient has rupture on the right breast, reports that the patient started to feel the symptoms in november, with pain and inflammation in the right breast." The event of " small oval images on the breasts, suggestive of cysts" is not device related. The device has been explanted.